Event description:
A donor center reported that, during a platelet pheresis procedure the donor felt pressure in their head for the first thirty minutes. The procedure was paused, the citrate infusion rate was lowered and 100 ml of saline was given. It was stated that when the procedure was re-started the donor's symptoms returned. The citrate infusion rate was lowered further, the procedure was paused and 50 ml of saline given. The donor was said to indicate feeling better and the procedure was restarted. When the procedure was restarted the symptoms returned once again. This time the procedure was ended. The donor's symptoms subsided and he was released in good condition.